Event description:
It was reported to a physio-control service representative that during yearly maintenance, the customer's device had logged an event code into the device's memory and displayed the message "cannot charge". During further evaluation, it was observed that the device had the service indication on and would charge defibrillation energy but would then immediately discharge. Therefore the device was not able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a malfunction of the integrated circuit chip, designator u7 on the therapy pcb assembly.